Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that every time the patient turned the stimulation down, they felt like it turns off. The patient stated that they went to their doctor today ((B)(6) 2019) and were told the ins was off. The doctor turned it back on and adjusted the stimulation. When the patient got home, they felt the stimulation was too high so they connected and turned the it down but now they did not feel the stimulation at all. The patient connected and verified that the stimulation was on and set at 0.1. The patient mentioned that their doctor had set it to 2.6 earlier and were not aware they turned it down to 0.1. They were able to turn the stimulation back up to 1.5 and felt the stimulation comfortably. There were no further complications reported or anticipated.